Event description:
It was reported that the ilet device was dropped from a table, resulting in a damaged and unusable screen and subsequent trouble using the device. Symptoms included no injury and no adverse clinical effects. Outcomes included disruption of normal device use and the need for device replacement. Investigation included a review of the reported event and planned device evaluation upon return. Investigation of this case revealed physical damage to the display consistent with accidental impact. It was concluded that the event was caused by user handling leading to mechanical damage to the screen, and a replacement device was arranged.